Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. On (B)(6) 2011, there are multiple events which would indicate the device was switching itself on automatically the recorded temps around this date vary between 48.3 degrees celsius and 62.1 degrees celsius. The problem with the device was attributed to a fault in the membrane the recorded temps would also indicate the device was not being stored adequately and exposure of the device to extremely high temps can have detrimental effects on the membrane. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.